Manufacturer narrative:
The reported field event of a low battery voltage was confirmed in the laboratory. Review of the device image indicated the remaining battery capacity was lower than the minimum levels required for implant. The low battery voltage was caused by the device having been programmed out of ship settings

Manufacturer narrative:
(B)(4)

Event description:
It was reported that before procedure, premature battery depletion was observed. The device was not used, and a different one was implanted instead. No adverse consequences to the patient.